Manufacturer narrative:
D2b - pro code (product code): fge, lit e1 - initial reporter city: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified axillary vein. A 12.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the second inflation at 5 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.